Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. The electrode was exposed. The grips were manually manipulated, and the instrument passed the electrical continuity test on every attempt. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was using a monopolar instrument next to the fenestrated bipolar forceps (fbf) instrument and the fbf instrument sparked. The fbf instrument was replaced. The procedure was completed with no reported injury.